Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. Inspection of the fluid path found no issues with fluid flowing through the complete fluid path though the soft cannula was kinked. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms indicating that there was no struggle to deliver insulin. Investigation of the pod found no other damages or manufacturing deficiencies that would prevent the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. Despite her father delivering multiple corrections and a manual injection (3 units), the patient's blood glucose levels reached 515 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dehydration, nausea, vomiting and large ketones.. The patient was treated with zofran (4 mg); insulin and sodium chloride were administered intravenously as well. Patient was released after spending 8 hours in the ER.